Event description:
History and physical ((B)(6)): a female patient with past medical history (pmh) of seizure disorder being admitted for acute r femoral neck fracture. Last night she stood up quickly, felt light-headed, and collapsed to the ground, as witnessed by husband. She fell directly on her right hip and had immediate pain. She denies any post-ictal state, no bowel or bladder incontinence, no palpitations. The following day at 2:42 pm, hemiarthroplasty of the hip operative report: pre-op dx: displaced femoral neck fracture right hip, post op dx: displaced femoral neck fracture right hip, procedure performed: hemiarthroplasty of the right hip, findings: displaced femoral neck fracture right hip, implant(s): depuy summit, medications for procedure: antibiotic prophylaxis was required for this procedure. Patient received clindamycin 900mg IV pre-op as per protocol which will be continued no more than 24 hours post op. The antibiotic infusion began within 30 minutes of skin incision. Indication for procedure female patient with a displaced femoral neck fracture of the right hip, who presents at this time following preoperative medical clearance for hemiarthroplasty of the hip. Emergency medicine ed provider notes date of service: approximately 7 weeks post op 10:52 pm female patient who presents to ed with chief complaint of progressively worsening right hip pain and ortho recommendation. She endorses right hip placement approximately 7 weeks earlier. She states that nurse told her to come into the ed for admission for surgery due to staph infection and elevated white cell count lab findings. Associated symptoms include subjective fever and chills. Denies sob, chest pain, or other complaints at this time. Differential dx: diagnoses considered include: septic arthritis, prosthetic infection, osteomyelitis, labs and radiology were ordered for evaluation of right hip pain and pre-op planning. Results reviewed and are remarkable for: sed rate 68, white count 9.2, coags normal. Final impression: prosthetic joint infection, initial encounter. Preoperative diagnosis: infected right hip prosthesis. Postoperative diagnosis: infected right hip prosthesis. Procedures performed: exploration right hip wound for infection. Arthrotomy and synovectomy. Revision of femoral component, removed 48 standard head and replaced with +5, 48 head. Excisional debridement and irrigation of bone and soft tissue. Implantation of 30 ml of filler, bone void, calcium compound beads with vancomycin, tobramycin antibiotic powder. Indications for operation: this lady sustained a right hip fracture and underwent a cemented hemiarthroplasty by one of our colleagues. The operative note showed that he did a power approach, which is a direct lateral approach. Unfortunately, she had pain. Workup of that did show elevated inflammatory markers and aspiration of the hip did return positive staphylococcus epidermidis. She is now admitted for operative management of the same. Risks, benefits, prognosis and options of care are outlined. Operation was recommended and offered, and she elected to proceed. Our plan, given the fact that this was staph epidermidis was going to try to be retain the femoral component, just do a head revision and do a thorough irrigation-debridement, implant filler, bone void, calcium compound beads. If this fails, she may require a full staged revision set-up. She will also need a PICC line and IV antibiotics and infectious disease consultation. She expressed understanding and agreement with treatment plan.